Event description:
It was reported the patient experienced leg numbness following an permanent implant procedure on (B)(6) 2019. As such, the patient went to the emergency room (ER.) On (B)(6) 2019, the patient was taken to a surgery center where the scs system was explanted. Follow-up information revealed the patient continues to experience issue following the procedure.

Event description:
No additional information has been received regarding this patient.